Manufacturer narrative:
Date sent to the FDA: 03/28/2011. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Results: the returned concerned sample shows a needle with a fracture at the needle point. During visual inspection under a light-microscope, several heavy marks of instrument were found in this area and directly at the breaking point which indicates that the needle was handled there (twisted off / squeezed off). Conclusion: the device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and suture was used to close a 12mm port site. After the needle was rearmed and given back to the surgeon, it would not penetrate the skin. At a closer look they realized the tip of the needle had broken off. The patient underwent x-ray examination and no needle was found in the patient. After many attempts to find the 1-2mm fragment of the needle tip in the operating room, no needle material has been found. There were no adverse patient consequences.